Event description:
The patient stated that when he woke up in 2007, his infusion device had "died" and the display was blank. He stated that he removed his power back and inserted it into his backup infusion device. The patient was using a "corrected" power pack. The patient stated that he is currently connected to his backup infusion device and he did not experience any physiological effects. The patient did not have the infusion device with him at the time of the report and no troubleshooting was performed. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.